Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 143 and 338 mg/dl. Tests were done within 10 minutes. "Pt reportedly was using alchol on fingers before testing". Pt's technique of applying blood is incorrect. Pt did not experience any adverse events. No further info has been reported.